Event description:
It is reported that a customer received a battery-out alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they got the insulin pump to finally work and need no further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).